Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was on a black screen and not responding. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunctioning half-height cubie drawer controller board had caused the station to not power up. A field service engineer had replaced the half-height cubie drawer controller board to resolve the issue. The system had functioned as intended after the field service engineer repaired the device.